Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level was affected, as indicated by a "high" reading on their cgm, but specific values were not available. The customer administered a correction bolus via the pump to address the high blood glucose. The customer resumed insulin but was not able to recall what actions were taken to resolve occlusion, therefore no additional information was obtained.